Event description:
The customer reported having blood glucose values over 500 mg/dl, and a no delivery alarm on the insulin pump. The customer reported the alarm was resolved by a complete set change. The customer will not return the set or reservoir for analysis. The customer was advised to call the helpline back when the alarm occurred in order to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).